Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic cable connection was broken. There was no patient involvement.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic cable connection was broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and repaired the cbl assy,fo sensor extension (0012-00-1562) and screw kit, cardiosave pm schedule b (0040-00-0458-02). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.